Manufacturer narrative:
This is a correction report, submitted to correct section d.3 manufacturer's address and section f.14 mfg site for devices to cook ireland ltd. In the last report submitted this was selected as cook inc in error. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Attachment: [ahmed o eus guided biliary drainage.pdf].

Event description:
Literature complaint: ahmed at al. 2018. Endoscopic ultrasound-guided gallbladder drainage: results of long-term follow-up in this study, consecutive patients who underwent eus gbd for acute cholecystitis between february 2014 and september 2016. A double pigtail plastic stent (7fr, 10 cm, cook medical, bloomington, indiana, USA) was placed within the metallic stent to prevent stent migration. Distal stent migration was seen by abdominal CT in one patient 2 weeks after eus gbd for whom another eus as done and the stent was removed and was not replaced there was no recurrence of cholecystitis. It is unknown what stent migrated therefore this file is conservatively being created to capture cooks stent. The event location is possible japan or egypt, two prs have been created to capture each location. (B)(4) captures egypt, (B)(4) captures japan.

Manufacturer narrative:
Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the attached journal article. Literature complaint: ahmed at al. 2018. Endoscopic ultrasound-guided gallbladder drainage: results of long-term follow-up. The hospitals in egypt were as follows: department of tropical medicine, minia university hospital, minia. Department of internal medicine, cairo university, cairo. Department of internal medicine, sohag university hospital, sohag, egypt. In this study, consecutive patients who underwent eus gbd for acute cholecystitis between february 2014 and september 2016. A double pigtail plastic stent (7fr, 10 cm, cook medical, bloomington, indiana, USA) was placed within the metallic stent to prevent stent migration. Distal stent migration was seen by abdominal CT in one patient 2 weeks after eus gbd for whom another eus as done and the stent was removed and was not replaced there was no recurrence of cholecystitis. It is unknown what stent migrated therefore this file is conservatively being created to capture cooks stent. The event location is possible japan or egypt, two prs have been created to capture each location. (B)(4) captures egypt, (B)(4) captures japan. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all double biliary stent devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing record for the biliary stents devices could not be complete as the lot number are unknown. As per instructions for use, ifu0045-7, intended use section: ¿this device is used to drain obstructed biliary ducts.¿ notes section: ¿do not use this device for any purpose other than stated intended use.¿ also with the potential complications it warns the user of "potential complication: those associated with ercp include, but are not limited to pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. It may be noted that file was created to capture the off label use that a biliary stent was placed within the metallic stent to prevent stent migration. Root cause review: a definitive root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. The patient experienced distal stent migration was seen by abdominal CT 2 weeks after eus gbd and then had another eus as completed and the stent was removed and was not replaced there was no recurrence of cholecystitis. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Literature complaint: ahmed at al. 2018. Endoscopic ultrasound-guided gallbladder drainage: results of long-term follow-up. In this study, consecutive patients who underwent eus gbd for acute cholecystitis between february 2014 and september 2016. A double pigtail plastic stent (7fr, 10 cm, cook medical, bloomington, indiana, USA) was placed within the metallic stent to prevent stent migration. Distal stent migration was seen by abdominal CT in one patient 2 weeks after eus gbd for whom another eus as done and the stent was removed and was not replaced there was no recurrence of cholecystitis. It is unknown what stent migrated therefore this file is conservatively being created to capture cook¿s stent. The event location is possible japan or egypt, two pr¿s have been created to capture each location. (B)(4) captures egypt, (B)(4) captures japan.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Literature complaint: ahmed at al. 2018. Endoscopic ultrasound-guided gallbladder drainage: results of long-term follow-up. In this study, consecutive patients who underwent eus gbd for acute cholecystitis between february 2014 and september 2016. A double pigtail plastic stent (7fr, 10 cm, cook medical, bloomington, indiana, USA) was placed within the metallic stent to prevent stent migration. Distal stent migration was seen by abdominal CT in one patient 2 weeks after eus gbd for whom another eus as done and the stent was removed and was not replaced there was no recurrence of cholecystitis. It is unknown what stent migrated therefore this file is conservatively being created to capture cook¿s stent. The event location is possible (B)(6) or (B)(6), two pr¿s have been created to capture each location. (B)(4) captures (B)(6), (B)(4) captures (B)(6).